Manufacturer narrative:
H6: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage, power cable disconnect, and no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 7 days of data (20aug2019 ¿ 27aug2019 per the timestamp). The log file captured power cable disconnect and low voltage hazard alarms due to losses of power while connected to the mpu on 23aug2019 from 19:33:21 to 19:33:24, from 19:33:29 to 19:33:21, and from 19:33:47 to 19:33:49. An additional loss of power while connected to the mpu was captured on 23aug2019 from 20:25:31 to 20:25:39; power cable disconnect, low voltage hazard, and no external power alarms were active at this time. The system controller backup battery supplied power to the system during each loss of external power. The losses of power did not affect the controller¿s ability to operate the pump at the set speed. The alarms resolved each time when power from the mpu was restored. The controller was connected to the mpu several other times throughout the log file with no issues observed. No other notable alarms were active in the log file. Additional information provided stated that the patient does not have a v-lock connector on the ac power cord. The account also communicated that it is not known if the power cord came loose at the wall/outlet or the back of the unit, and that there were not any environmental circumstances that would have affected ac power at the time of the event. The patient was reported to be asymptomatic during the no external power alarms. Technical services informed the account that an mpu ac power cord with a v-lock connector is available, and the account can acquire one by contacting their clinical representative. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI number cannot be provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a no external power event. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. Additional information was requested but not provided.